Event description:
Customer reported four (4) discrepant false negative results using cue covid-19 test for home and over the counter (otc) use reader sn (B)(4). See (B)(4) for alternate false negative results. On (B)(6) 2022, customer received two false negative results with cartridge sns 185947513 (lot 22689k) and 203108784 (lot 24472l). The customer took one confirmatory flow flex covid-19 antigen home test on 01 august 2022 which provided a positive result.

Manufacturer narrative:
Cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false negative tests and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were no similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.